Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Corrected data: event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent right femoral resurfacing procedure on (B)(6) 2007. Subsequently, the patient experienced unspecified surgical complications, noted on (B)(6) 2011. There has been no reported revision procedure. A review of the invoice history confirmed the surgery date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent right femoral resurfacing procedure on (B)(6) 2007. Subsequently, the patient experienced an abductor tear and late abductor degenerative tear, noted on (B)(6) 2011. Patient underwent a procedure to repair abductors on (B)(6) 2012. There has been no reported revision procedure. A review of the invoice history confirmed the original surgery date.

Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6), 2007. During post-operative monitoring, unspecified surgical complications was noted on (B)(6), 2011. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. A review of the invoice history confirmed the surgery date.